Event description:
Patient underwent revision procedure to address pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent revision procedure to address pain. Update received: 28th april 2014 - checked yes for clinical patient field, added clinical reference number, added surgeon, added middle initial, added patient date of birth, added patient height, added patient weight, added side hip: right, amended implant date: (B)(6) 2009, filled mapped to mw fields, added products: stem and taper sleeve - which remained in situ as surgeon has not ticked form to advise these were revised, added further reason(s) for revision: altr (alval, armd, metallosis), local tissue reaction, hip pain in groin, noise - clicking, mechanical failure of asr xl hip bearing, complication since primary hip surgery/femoral component failure - head; also acetabular component failure. Treatment: revision (B)(6) 2013. Revision/ mechanical failure of right asr hip bearing. Removal of cup & head. Revised to cop. Lot number dh8br1 provided for stem is not bringing anything up in system so have left stem lot number as unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update 9 mar 2015: data clarification form rec'd 09mar15 states failure was due to excessive wear. Added exp dates for all products plus man date for taper sleeve.